Event description:
It was reported that the device delivered 7 percent more than programmed. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer reported problem was confirmed. According to the investigation, the delivery accuracy testing found the pump to be out of the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more normal range. The problem source of the reported problem is user unknown.

Event description:
Additional information was received indicating that there was no patient involved.